Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed states they received a arctic sun device from the floor with a work order stating need programming to be evaluated, did not complete rewarming. Biomed stated they were not sure what this means or what they needs to do. Biomed provided s/n (B)(6). Informed biomed they not entirely sure what that means, suggested clarifying with the nurses. Biomed states the nurse who entered the work order was on vacation and the other nurses do not know. Explained if they were having issues with the device rewarming, they recommend them calling the clinical helpline in real time to troubleshoot, they were available 24/7. Informed biomed they can download the case data to review but they not sure if this was what they were needing. Explained in the rewarming phase there was a timer for how long the patient would rewarm to the target temp over. This rewarming phase/time is strictly a timer and does not correlate with the patient temp. Therefore once the time was completed, the device would switch to normothermia regardless of if the patient reached the normothermic target or not. Explained this may be something they would need to discuss with the nurse as well. Transferred biomed to ts voicemail and sent call details via teams for case data download.

Event description:
It was reported that the biomed states they received a arctic sun device from the floor with a work order stating need programming to be evaluated, did not complete rewarming. Biomed stated they were not sure what this means or what they needs to do. Biomed provided s/n (B)(6). Informed biomed they not entirely sure what that means, suggested clarifying with the nurses. Biomed states the nurse who entered the work order was on vacation and the other nurses do not know. Explained if they were having issues with the device rewarming, they recommend them calling the clinical helpline in real time to troubleshoot, they were available 24/7. Informed biomed they can download the case data to review but they not sure if this was what they were needing. Explained in the rewarming phase there was a timer for how long the patient would rewarm to the target temp over. This rewarming phase/time is strictly a timer and does not correlate with the patient temp. Therefore once the time was completed, the device would switch to normothermia regardless of if the patient reached the normothermic target or not. Explained this may be something they would need to discuss with the nurse as well. Transferred biomed to ts voicemail and sent call details via teams for case data download.

Manufacturer narrative:
The reported issue was confirmed. Biomed stated they were not sure what this means or what they need to do. Biomed provided s/n (B)(6). Informed biomed they not entirely sure what that means, suggested clarifying with the nurses. Biomed states the nurse who entered the work order was on vacation and the other nurses do not know. Explained if they were having issues with the device rewarming, they recommend them calling the clinical helpline in real time to troubleshoot, they were available 24/7. Informed biomed they can download the case data to review but they are not sure if this was what they were needing. Explained in the rewarming phase there was a timer for how long the patient would rewarm to the target temp over. This rewarming phase/time is strictly a timer and does not correlate with the patient temp. Therefore, once the time was completed, the device would switch to normothermia regardless of if the patient reached the normothermic target or not. Explained this may be something they would need to discuss with the nurse as well. Transferred biomed to ts voicemail and sent call details via teams for case data download. DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.